Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that approximately one year post-implant, on (B)(6) 2015, the patient was admitted after experiencing a subarachnoid hemorrhage with encephalopathy and altered mental status. The patient was made a do not resuscitate status, care was withdrawn and the patient expired. It was reported that there were no device issues leading up to the withdrawal of care.

Manufacturer narrative:
A correlation between the patient¿s reported hemorrhagic stroke and the findings during the evaluation of returned pump could not be determined. The pump was returned assembled with the driveline cut approximately 5¿ from the pump housing and the distal portion of the driveline was returned as well. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned attached to the pump¿s outlet port. Evaluation of the pump upon disassembly revealed no depositions that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.